Event description:
It was reported that the customer experienced bubbles forming in the reservoir and causing issues with insulin delivery. The customer's blood glucose was 251 mg/dl. The customer stated that she had been having bubbles in the reservoir with the past four infusion sets. The customer stated that when she experienced high blood glucose levels, she would also see bubbles in the reservoir. The customer stated that the air bubbles were very large at the time of the call but, previously, were champagne sized. Troubleshooting was done. Advised customer to change the infusion set and to use insulin that was room temperature. The customer had been using insulin directly from the start without allowing the insulin to warm up on its own. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.